Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter during lap sleeve bariatric procedure, there was problem unloading the device. The staple line was incomplete. They had to open two other handles and reloads to resolve the issue. No adverse events were reported. Current patient status is alive with no injury. No reinforcement material was used.